Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the while attempting to take a 3d spin, the imaging system displayed 3d mode disabled navigation connected but not ready. It occurred intra operatively and there was no delay to the case. No reported impact to the patient.

Manufacturer narrative:
A13 code added and g2 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated section b5 and f1906 code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stating that "the issue was due to lack of memory, but checking the navigation system available storage, the system still had over 700 gb of free storage space. Site later revealed that she had reached out to field service manager (fsm) who had said something along the lines of the imaging system being short on memory. Informed site that technical service (ts) could not assist her with this specific issue and to reach out to fsm again for more information on the issue or scheduling." No hardware parts were replaced. This complaint stemmed from the customer placing one of the reference frames on the boarder of the camera boundary. The software did not fully pick it up and would not allow to proceed. This was a user error.